Event description:
Patient's father rang out to tell this rn (registered nurse) that the patient's cyclosporine got disconnected. This rn entered the room to discover that the tubing was disconnected from the phaseal optima injector. This rn had placed the bd phaseal optima blue case over the phaseal injector and phaseal connector sites. The tubing is sent up to the unit with the medication primed into the tubing and already connected to the phaseal optima injector piece as well. When this rn entered the room, dad had already clamped the patient's line which was bleeding out. Only 30ml remained left of the infusion, which would account for the normal saline flush that this rn added to the bag shortly before. Patient most likely got most of his dose, however this rn flushed his line and hep-locked it. Unable to reconnect since the line was contaminated.